Event description:
The report indicated that the customer drove himself to the hospital because "he thought a pod was not working." His bg's at the time of the event were over 500mg/dl and were not coming down. The suspect pod was removed and a new one was placed, which reportedly "failed" as well. As no other means of insulin delivery were available, he went to the ER where he was given an insulin drip. He was released from the hospital the following day. No product will be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency.